Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.